Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6. One 20 pole, bi-directional, curve d-f, sensor enabled, advisor vl circular mapping catheter was received for evaluation. Electrodes 1-22 met specifications for acceptable resistance values with no open or short circuits detected. The catheter deflected when actuating the steering mechanism and the curve dimensions met specifications. Microscopic analysis revealed no rough edges or visual anomalies with the loop or shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, a tamponade occurred. While mapping the right upper pv, the patient became hypotensive and a transthoracic echocardiogram was performed which revealed a cardiac tamponade. The patient was intubated and a pericardiocentesis was performed to stabilize the patient. Patient is currently in stable condition and is recovering. There were no performance issues with any abbott devices.